Event description:
New information indicates that no intervention was performed, as the patient was scheduled but did not attend the appointment.

Event description:
It was reported that the right ventricular lead exhibited oversensing noise. Further information was requested however, was not provided.